Event description:
Patient with osteoarthritis of the right knee was in the or for computer-assisted minimally invasive right total knee arthroplasty. Femoral tracker was placed, during placement one of the pins, the distal-most pin, sheared off at the unthreaded margin/broke off in the patient's right femur. At that point another pin was placed and surgery proceeded. After completion of the surgery the surgeon digitally palpated the knee wound, could feel the tracker pin site holes, but could not palpate the pin as sticking above the bone. Pin was also noted not to be loose in the soft tissue. Using a mini c-arm it was verified that the broken femoral tracking pin was below the level of the bone and stuck in the middle of the bone. It was elected not to remove the pin due to the risk of damaging the patient's femur.